Event description:
Advocate stated her husband received an evening blood glucose reading of 430mg/dl on the contour. He was sweating and off balance. He was taken to the hospital and his blood glucose was low. Specific reading was not provided. He was given orange juice and IV fluids. He was discharged from the hospital at 4:00am the next day. Request for test strips to be returned. New meter was sent to the customer.